Manufacturer narrative:
The investigation could not determine a specific root cause. It was noted that the centrifugation time was very short and that the patient's diagnosis can lead to very high alp results.

Manufacturer narrative:
The customer indicated that the patient was transferred to another facility for further treatment. This transfer was not as a result of the erroneous results. No additional information about the further treatment was provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. For medwatch on erroneous alk results with cobas integra 400+ analyzer serial number (B)(4), please refer to medwatch with (B)(6). (B)(4).

Event description:
The customer received questionable results for alp ifcc gen. 2 (alk) on one patient sample. All results are in u/l. The patient had an initial alk result of 45, using a dilution. This result was reported outside of the laboratory and was questioned by the physician. The sample was run on another cobas integra 400+ analyzer serial number 39-9062. The sample generated a repeat result of 41, using a dilution and 2383, using a dilution. It is unknown what result the customer deemed to be the correct result. There was no adverse event. The lot of alk reagent in use was 66863401, with an expiration date of 05/31/2013. The field service representative determined the cause to be an issue with the patient sample. He could not find a sample in the range of the sample in question. No sample was available for re-testing.